Event description:
As reported, while retracting the 7fr exoseal vascular closure device (vcd), the indicator window never changed color, and the plug deployment button could not be pressed, preventing proper hemostasis. Manual compression was ultimately performed. There was no reported injury to the patient. The patient was undergoing a cardiac radiofrequency ablation. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. An 8fr non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. No excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together, but the indicator window did not change color. The exoseal vcd was securely locked with the vascular sheath introducer. Multiple attempts were made without success to obtain the device.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, while retracting the 7fr exoseal vascular closure device (vcd), the indicator window never changed color, and the plug deployment button could not be pressed, preventing proper hemostasis. Manual compression was ultimately performed. There was no reported injury to the patient. The patient was undergoing a cardiac radiofrequency ablation. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the instructions for use (IFU). Nothing unusual was noted about the device prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. An 8fr non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. No excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together, but the indicator window did not change color. The exoseal vcd was securely locked with the vascular sheath introducer. One non-sterile exoseal vascular closure device, 7f, was returned for investigation. Visual inspection showed that the deployment lever was not depressed, the guard was locked, the plug was in the manufacturing position, and the indicator wire was fully deployed. A 9f cordis avanti catheter sheath introducer (csi) returned inserted on the unit. The indicator window was in the black/white position. During this visual analysis, a kink on the delivery shaft was observed, located 11 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18407209 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the window achieved full transition and the device successfully deployed. A kink was noted on the shaft. The internal mechanism showed no anomalies. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible the kink may have led to issues with device functionality. However, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure, and a 9f was returned inserted on the device. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, while retracting the 7fr exoseal vascular closure device (vcd), the indicator window never changed color, and the plug deployment button could not be pressed, preventing proper hemostasis. Manual compression was ultimately performed. There was no reported injury to the patient. The patient was undergoing a cardiac radiofrequency ablation. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. An 8fr non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. No excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together, but the indicator window did not change color. The exoseal vcd was securely locked with the vascular sheath introducer. Multiple attempts were made without success to obtain the device.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while retracting the 7fr exoseal vascular closure device (vcd), the indicator window never changed color, and the plug deployment button could not be pressed, preventing proper hemostasis. Manual compression was ultimately performed. There was no reported injury to the patient. The patient was undergoing a cardiac radiofrequency ablation. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. An 8fr non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. No excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling.. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together, but the indicator window did not change color. The exoseal vcd was securely locked with the vascular sheath introducer. The device will be returned for evaluation.

Manufacturer narrative:
As reported, while retracting the 7fr exoseal vascular closure device (vcd), the indicator window never changed color, and the plug deployment button could not be pressed, preventing proper hemostasis. Manual compression was ultimately performed. There was no reported injury to the patient. The patient was undergoing a cardiac radiofrequency ablation. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. An 8fr non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. No excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together, but the indicator window did not change color. The exoseal vcd was securely locked with the vascular sheath introducer. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18407209 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ could not be evaluated since the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, while retracting the 7fr exoseal vascular closure device (vcd), the indicator window never changed color, and the plug deployment button could not be pressed, preventing proper hemostasis. Manual compression was ultimately performed. There was no reported injury to the patient. The patient was undergoing a cardiac radiofrequency ablation. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. An 8fr non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. No excess force was applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together, but the indicator window did not change color. The exoseal vcd was securely locked with the vascular sheath introducer. Multiple attempts were made without success to obtain the device.